Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On the visual evaluation, the device appeared to have blood residue and the device was returned fully primed. On functional testing, the device was able to be fully primed with no issues. During testing the device self activated. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left bumper was found to be bent and the right bumper was not seated within the tang and was found within the inner housing of the maxcore. As per the dimensional observations, cannula outer tang width was not within the acceptable range and stylet out tang width was within the acceptable range. Therefore, the identified self-activation issue is confirmed as the top slide popped up during testing and the reported failure to obtain sample remains inconclusive as the testing was not performed. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2023).

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the device allegedly failed to obtain sample. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.